Event description:
Health care professional reported that the patient had a pump explanted because it was "not working". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.